Event description:
It was reported that the patient has expired after a implant duration of approximately 2.5 months, due to unknown reasons. It is unknown if the death was device related. Patient also had another device and patch implanted. No further details were provided.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted, due to endocarditis.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider), it was learned that the cause of death was due to endocarditis.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.